Event description:
It was reported that during ilet setup, the patient experienced hyperglycemia with a blood glucose of 205 mg/dl while using backup therapy and awaiting reconnection, after which setup was completed and insulin delivery was resumed. Symptoms included no reported clinical symptoms. Outcomes included no reported clinical impact beyond the transient hyperglycemia and no need for hospitalization. Investigation included troubleshooting and education regarding ilet setup and use. Investigation of this case revealed no device malfunction reported and no component failure identified, with hyperglycemia occurring during a setup transition period and resolving after resumption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.